Manufacturer narrative:
PMA/510(k) # p050017/s006. The 1 x zfv6-125-6-14.0 device of lot number c1231599 has not yet been returned to cook ireland for evaluation. With the information provided, a document based investigation was carried out. The investigation will be updated post receipt and evaluation of the device. From the customer testimony, the device was advanced over a cook roadrunner uniglide wire guide; model number hpwas-35-260. The wire guide was 0.035¿ diameter, and was hydrophilic. The patient had a pre-existing condition of lower extremity atherosclerosis. Additional information was provided by the customer. There was no damage noted to the wire guide. The wire guide had been used previously, and wiped between uses. The device was flushed as per the IFU. The patient's lesions were heavily calcified and anatomy tortuous. Further information has been requested of the customer. From the images received, the device tip appears to be stuck on the wire guide. As per customer testimony, no piece of the device remained inside the patient. The patient did not require additional procedures due to this event. No adverse effects to the patient were reported. There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed based on customer testimony. Possible root causes for this occurrence could include the heavily calcified or tortuous patient anatomy. A calcified or tortuous anatomy would have contributed to the resistance encountered during advancement, and withdrawal. The resistance during withdrawal could have led to the distal tip of the device becoming detached due to the tensile/withdrawal force applied to the inner catheter in an attempt to withdraw the device. However, as the device was not returned for evaluation and the conditions of use could not be replicated in the laboratory, a definitive root cause if this event cannot be determined. The investigation will be updated once the complaint device and additional information are made available. Prior to distribution all zfv6 (zilver flex) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The user advanced the stent along the wire guide (hpwas-35-260) and felt resistance. Then the user tried to withdraw the delivery system but failed. The delivery system was found detached. It was confirmed that the tip of the delivery systems inner catheter was detached. Eventually, they withdrew all the device and replaced new devices instead.

Manufacturer narrative:
PMA/510(k) # p050017/s006. This follow up report is being submitted to inform FDA that the device has been received and a lab evaluation is pending. A follow up MDR will be submitted within 30 days with the final investigation conclusions.

Event description:
This follow up report is being submitted to inform FDA that the device has been received and a lab evaluation is pending. A follow up MDR will be submitted within 30 days with the final investigation conclusions.

Manufacturer narrative:
PMA/510(k) # p050017/s006. A portion of the device related to this complaint was returned separately, and underwent a laboratory evaluation on the 19th january 2017. On evaluation of the returned device, the portion of the device was identified as the white tip, with some of the inner catheter attached. A bulge was noted on the white tip. A wire guide could pass through the device portion as expected. No stretching was observed on the inner catheter. One x zfv6-125-6-14.0 device of lot number c1231599 was returned to cook (B)(4) for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was carried out. From the customer testimony, the device was advanced over a cook roadrunner uniglide wire guide; model number hpwas-35-260. The wire guide was 0.035¿ diameter, and was hydrophilic. The patient had a pre-existing condition of lower extremity atherosclerosis. Additional information was provided by the customer. There was no damage noted to the wire guide. The wire guide had been used previously, and wiped between uses. The device was flushed as per the IFU. The patient's lesions were heavily calcified and anatomy tortuous. The complaint device was advanced via the brachial artery to the target location of the superficial femoral artery. The user attempted to advance the device, met resistance and significant force was required to retrieve the device with the wire guide, as a unit. The wire guide had become joined, or stuck, within the device. The physician had previously placed a stent before this occurrence, but the complaint device was not advanced through the previously placed stent. From the images received, the device tip appears to be stuck on the wire guide. As per customer testimony, no piece of the device remained inside the patient. The patient did not require additional procedures due to this event. No adverse effects to the patient were reported. Additional images of a portion of the device were provided under a related complaint the images show that the white tip is attached to a portion of the inner catheter (peek tubing), and damage can been seen on the white tip. On evaluation of the returned device, no damage was noted on the flexor. The device could be wired freely, and the stent was deployed with no issues. It was noted that the inner catheter was broken under the pusher band, and the white tip and a portion of inner catheter was not returned with the device. The evaluating engineers suggested that the damage to the white tip and the broken peek tubing could be due to the device becoming snagged on the tortuous patient anatomy. A portion of the device related to this complaint was returned separately. On evaluation of the returned device, the portion of the device was identified as the white tip, with some of the inner catheter attached. A bulge was noted on the white tip. A wire guide could pass through the device portion as expected. No stretching was observed on the inner catheter. The customer complaint is confirmed as the inner catheter was found to be separated. Possible route causes for this occurrence could include the heavily calcified or tortuous patient anatomy. A calcified or tortuous anatomy would have contributed to the resistance encountered during advancement and withdrawal, or could have snagged the distal end of the device. In addition, the bulge on the white tip indicates that high forces were applied to the device during the attempted withdrawal. These factors could have led to the inner catheter of the device becoming separated due to the tensile/withdrawal force applied to the inner catheter in an attempt to withdraw the device. However, as the conditions of use could not be replicated in the laboratory, a definitive root cause if this event cannot be determined. Prior to distribution all zfv6 (zilver flex) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to an additional lab evaluation carried out due to the receipt of an additional portion of the device. Initial complaint details: the user advanced the stent along the wire guide (hpwas-35-260) and felt resistance. Then the user tried to withdraw the delivery system but failed. The delivery system was found detached. It was confirmed that the tip of the delivery systems inner catheter was detached. Eventually, they withdrew all the device and replaced new devices instead.

Manufacturer narrative:
PMA/510(k) # p050017/s006. One x zfv6-125-6-14.0 device of lot number c1231599 was returned to cook ireland for evaluation, without the original packaging. A portion of the device was shipped to cinc with the wire guide used during the occurrence. The investigation will be updated once this portion has been returned and evaluated. With the information provided, a physical examination and document based investigation was carried out. From the customer testimony, the device was advanced over a cook roadrunner uniglide wire guide; model number hpwas-35-260. The wire guide was 0.035¿ diameter, and was hydrophilic. The patient had a pre-existing condition of lower extremity atherosclerosis. Additional information was provided by the customer. There was no damage noted to the wire guide. The wire guide had been used previously, and wiped between uses. The device was flushed as per the IFU. The patient's lesions were heavily calcified and anatomy tortuous. The complaint device was advanced via the brachial artery to the target location of the superficial femoral artery. The user attempted to advance the device, met resistance and significant force was required to retrieve the device with the wire guide, as a unit. The wire guide had become joined, or stuck, within the device. The physician had previously placed a stent before this occurrence, but the complaint device was not advanced through the previously placed stent. From the images received, the device tip appears to be stuck on the wire guide. As per customer testimony, no piece of the device remained inside the patient. The patient did not require additional procedures due to this event. No adverse effects to the patient were reported. Additional images of a portion of the device were provided under a related complaint. The images show that the white tip is attached to a portion of the inner catheter (peek tubing), and damage can been seen on the white tip. On evaluation of the returned device, no damage was noted on the flexor. The device could be wired freely, and the stent was deployed with no issues. It was noted that the inner catheter was broken under the pusher band, and the white tip and a portion of inner catheter was not returned with the device. The evaluating engineers suggested that the damage to the white tip and the broken peek tubing could be due to the device becoming snagged on the tortuous patient anatomy. The customer complaint is confirmed as the inner catheter was found to be separated. Possible route causes for this occurrence could include the heavily calcified or tortuous patient anatomy. A calcified or tortuous anatomy would have contributed to the resistance encountered during advancement and withdrawal, or could have snagged the distal end of the device. These factors could have led to the inner catheter of the device becoming separated due to the tensile/withdrawal force applied to the inner catheter in an attempt to withdraw the device. However, as the conditions of use could not be replicated in the laboratory, a definitive root cause if this event cannot be determined. Prior to distribution all zfv6 (zilver flex) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial complaint details: the user advanced the stent along the wire guide (hpwas-35-260) and felt resistance. Then the user tried to withdraw the delivery system but failed. The delivery system was found detached. It was confirmed that the tip of the delivery systems inner catheter was detached. Eventually, they withdrew all the device and replaced new devices instead.